Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. The 100% stenosed lesion was located in the calcified and moderately tortuous left common iliac artery. A 3.0-40, 80 wanda balloon catheter was selected for pre-dilation and was advanced to the lesion with resistance. On the first inflation, the balloon ruptured at 10atms after being inflated for 10 seconds. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device